Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right atrial (ra) lead even after the respiratory rate trend (rrt) sensor was programmed off. Boston scientific technical services explained to the boston scientific representative that this can still occur due to device header spring contact issues. The patient was noted to receive ra pace therapy zero percent of the time. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right atrial (ra) lead even after the respiratory rate trend (rrt) sensor was programmed off. Boston scientific technical services explained to the boston scientific representative that this can still occur due to device header spring contact issues. The patient was noted to receive ra pace therapy zero percent of the time. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.